Event description:
Customer reports that patients complained about excessive pain after endovenous laser treatment (evlt) procedure.

Manufacturer narrative:
The results of the full system check that was completed (B)(4) 2014 indicated that the dornier skinpulse device serial number (B)(4) was in compliance with dornier specifications. The dornier service engineer saw the customer was using non-dornier brand five times reusable total vein systems (tvs) fibers that were not cleaved properly. The customer was reprocessing the tvs reusable fibers using a non-medical grade wire stripper purchased from a (B)(6). When examined, the distal tips were significantly nicked from the inadequate stripper, which subsequently lead to inadvertent semi- 60% power output loss and charring at the tip when the laser was fired. It is likely that the concentration of heat formed at the tip of the fibers was due to the accumulation of energy not able to be correctly emitted straight from the tip, therefore, contributing to amplification of the pain suffered by the patients. We, therefore, conclude that the noted increased pain levels of the patients was not due to the performance of the dornier laser, but the incorrect reprocessing of the tvs fibers by the customer.